Event description:
Info received indicates the battery will not accept a charge yet the battery status light was lit, indicating a charge.

Manufacturer narrative:
The tech replaced the battery to repair the bed.